Event description:
Pt reported "he is losing his hair for the last 6 weeks." The pt had an unspecified taxus express2 drug eluting stent implanted approx three months prior to this report. Further info had been requested from the pt's physician but none has been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therfore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unk.